Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor passed per specifications with accurate readings. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Found cannula split from tubing.

Event description:
The customer reported via phone call that the pump alerted to a calibration error and a change sensor alarm. Customer does not recall any significant events leading to the errors. Customer's blood glucose was 154 mg/dl at the time of incident. Troubleshooting was done for errors and found that the sensor was bent. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.